Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number .combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The patient is doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2022. It was reported that there is a type ib endoleak with aneurysm sac enlargement extending into the left common iliac artery. It was reported that on (B)(6) 2026 the patient was treated. The physician elected to embolize the hypogastric artery and implant ovation ix iliac limb down to the external iliac artery. The patient is doing well.